Manufacturer narrative:
Follow-up #2: date of submission 12/24/2014 device evaluation: the device has been returned and evaluated by product analysis on 12/05/2014 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed a cs 064 call service alarm related to occlusion during prime. The prime sequence and 24 hour duration test were performed with no duplicated alarms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The correct product for this complaint is the infusion set and not the pump as previously reported. Animas does not manufacture the infusion set therefore no regulatory report is required. Animas will forward the complaint to the relevant manufacturer.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the cs 064 call service alarm occurred while performing the bolus function during the prime step, and that there was a recurring cs 064 call service alarm with infusion set tubing. It was reported that the patient¿s blood glucose was greater than 250 mg/dl, but less than 500 mg/dl with no symptoms. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.